Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The returned product was severed at 530 mm from the terminal pin; cuts were observed on the insulation. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was explanted and replaced with another manufactures lead model, due to chronic discomfort post implant. The lead had been implanted for approximately seven months and is expected to be returned for analysis. No other adverse patient effects were reported.